Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient¿s blood glucose levels increased overnight to approximately 19.2 mmol/l (~346 mg/dl) after approximately 5-24 hours of pod wear on the abdomen. Upon inspection, it was found that the cannula had partially dislodged from the infusion site. Additionally, the occurrence of automated delivery restriction alerts was confirmed, as well as a switch to automated limited mode during the night. Upon pod removal, the infusion site exhibited mild localized swelling, but no significant skin reaction was reported. The legal guardian administered manual insulin injections to manage the elevated blood glucose. No medical intervention was reported.